Event description:
The reported stated that the suregon inserted a cq2015 three piece collamer lens. The lens trailing haptic tore off upon insertion into the eye. The lens was removed. No patient injury was reported. Surgery was completed with another lens.

Manufacturer narrative:
Results: visual inspection of the returned product showed that one lens haptic was torn off. Clear surgical residue/debris on the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.